Event description:
As the surgeon was harvesting the skin graft, the dermatome leaked a black substance onto the donor site.====================== manufacturer response for padget dermatome, padgett (per site reporter)======================we have informed them of our previous case and requested a visit to further discuss and review training with our staff. They have not yet come to our facility to do this.